Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se found an error code in the ventilator diagnostic logs for blower temperature high. The se replaced the blower and the ventilator passed all testing.

Event description:
It was reported that the ventilator had an alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.